Event description:
It was reported that pump experienced malfunction. It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Which led to the presence of ketones, which were later reviewed by healthcare provider and were not considered dangerous or life threatening. Elevated bg was addressed by customer¿s wife who gave correction insulin injection by multiple daily injections. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction returned.